Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that that the patient had an implantable neurostimulator (ins) pocket site issue. The patient was experiencing discomfort. A revision was scheduled for (B)(6) 2016. The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the case was rescheduled. The cause of the discomfort remains unknown.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va10qte, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received indicated that when the healthcare provider went to revise the system, the entire system was explanted; it looked infected. It was noted that it looked like mostly the implantable neurostimulator (ins) site was infected, but the lead was also explanted since they thought there was a complete system infection. The infection was not confirmed. There was no new device implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.